Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device fire at all? No. Did staples deploy? Yes. Did the handle function as intended? No. Which firing of the device did this event occur on? Unknown. What vessel or structure was the device fired on at the time of the event? Vessel. Was the clip fully advanced into the jaws prior to firing? Unknown. Was there any torquing or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? Unknown. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. What were the indications for surgery? What was found? Unknown. Does the patient have any relevant history of surgical treatments? Unknown. Did somebody other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? No, they recently converted to use el5ml. The analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition, the device locked out as intended but the orange visual indicator was over-traveled. When this occurs, the indicator wheel may continue to rotate after indication of a completely fired device. Please note the over-travel of the indicator wheel is not related to the reported event. No incident related to the reported event was observed during the batch record review. The analysis results of device (b) found that it was returned empty and with the lock out mechanism broken as it was fired through. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. No incident related to the reported event was observed during the batch record review. Batch # g9le0m (mfg date 10/29/2010; exp date 09/29/2015) (B)(4) lockout.

Event description:
It was reported that during a unknown procedure, couldn't fire device. Another device was used to complete the procedure. No patient consequence reported.